Manufacturer narrative:
No root cause was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the connector pin was broken. Patient reported they had pain in their right foot and indicated they have not been able to charge their recharger and unable to charge ins for a couple of weeks. Desktop charger pin felt loose and hard to push in. On 2017-11-17 (B)(4) (con) additional information was received from the patient who reported they received the connector pin but the recharger still wasn't charging. Patient had recharger plugged in for 3 hours and recharger battery was flashing but not making any progress. On 2017-12-01 patltr (con) additional information was received from the patient who reported the replacement of the desktop charger resolved patient's issue and pain.